Event description:
Reportedly, difficulties to interrogate the device platinum with tablet and cpr4. Several tries are needed before to successfully interrogate the ICD.

Manufacturer narrative:
Analysis of the provided data revealed: the device sn: (B)(6) was interrogated on (B)(6) 2025, with the programmer sn: (B)(6) from 15:42 to 15:45, the programmer tried several times to connect to the device. Rf communication was initialized but the device was not found. At 15:45, a second session started in inductive communication (without rf): the interrogation was successful despite some telemetry communication errors. The root cause could not be determined with certainty, but the communication errors were probably caused by a noisy environment or an non-optimal inductive head positioning. Based on available data, no issue is suspected on the device.